Event description:
A mayfield radiolucent skull pin was used during a surgical procedure and the following was described; the skull pins were used during surgery and the surgeon did not detect any problem, however, at the end of the surgery when they were moving the pt from the device as noted that one pin was broken. Although the pin was broken, it didn't move during the surgery so there was not an increase in surgery time. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.